Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The returned complaint device was visually inspected. Results & conclusions: "heater wire detaching from retainer" for details of failure investigations. A review of our complaints database shows that to date this is the only complaint received form this particular lot. Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption.

Event description:
Reporter reported that the heater wire was not correct in the tube of the fisher & paykel healthcare rt329 infant breathing circuit.